Manufacturer narrative:
12- intuitive surgical, inc. (Isi) received the pcs instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Fa also found an additional failure that was not reported by the customer. The pcs tip was bent. The known common cause of this failure is mishandling/misuse. The instrument was also was found to have a dislodged sleeve. No missing material was noted. Instrument log review: a review of the instrument log for the permanent cautery spatula (part# 470184-12/n10170919 0049) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0596, with 3 uses remaining. The alleged event reported on this record could not be confirmed on this review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The customer reported complaint does not itself constitute an MDR reportable event, and there was no reported injury. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula (pcs) was found to have a broken wrist tie. A similar instrument was used to. Continue with the case. The procedure was completed with no reported injury.